Manufacturer narrative:
One device was received very dirty, line cord discolored, quick connect corroded, water tank cracked on bottom, reflux plug missing, front cover has multiple deep scratches. Filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. Performed functional tests. The device leaked confirming the complaint. A root cause was a cracked water tank cover however, it is unknown how it became damaged. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. Action taken; replaced water tank cover, quick connect, line cord, front cover, reflux plug. Device passed all function and delivery tests.

Manufacturer narrative:
UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the device was leaking from the reservoir. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.